Event description:
It was reported that the cadd legacy pump alarms no disposable with cassette lot number 4157445. Changing to new cassette. Cadd cassette 100 ml with flow stop. No injury. No further details provided.

Manufacturer narrative:
Corrected data: h6: correction: event problem patient code: 4582-no clinical signs, symptoms or conditions (B)(6).